Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the electric dermatome by flextronics on september 11, 2019 revealed that the motor was defective and did not operate within motor speed specifications. The cable, switch, reciprocating arm, needle bearing and screws were damaged and required replacement. Repair of the electric dermatome was performed by flextronics on september 26, 2019 which included replacement of the motor, plug harness assembly, switch, needle bearing, reciprocating arm and screws. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the motor was defective and did not operate within motor speed specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the dermatome returned with information from the hospital warehouse that it does not work - cannot be turned on. Upon investigation, it was identified that the motor speed was not within specifications (below). No adverse events have been reported as a result of this malfunction.